Event description:
It was reported that during a gastric bypass procedure, when firing the device over the staple line along the stomach, the clips were scissoring. Case completed with same device and scissor clips were left on the staple line. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).